Event description:
The customer felt that the oxygenator on the hls set was no longer oxygenating the patient properly. The pressure drop was consistent and accurate (15-16 mmhg) and the calculation of o2 delivery by our ptm group confirmed proper transfer (287 ml/min) but the customer chose to switch out the hls set. (B)(4).